Event description:
Pt reported receiving a blood glucose results of 341 mg/dl, while using the suspect device. Based on this result, pt delivered 10u of insulin. Approx 5 hours later, pt's blood glucose measured 314 mg/dl. Pt delivered an additional 10u of insulin. Pt began feeling ill, and their family member contacted emergency medical services. Pt was transported to the hosp, where pt's blood glucose measured 22 mg/dl (using a hosp blood glucose monitor). Pt was treated with an intravenous glucose solution. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.